Event description:
Boston scientific crm received information that five days post implant, someone had struck this patient in the chest. The next day the patient fell for an unknown reason. Day seven post implant, the patient was admitted to the emergency room (ER) complaining of chest pain. Imaging revealed the right ventricular (rv) lead had dislodged, high out of range impedance measurements were also noted. A rv lead perforation through the pericardium on the lateral wall was suspected, which likely lead to her symptoms, the rv lead was successfully explanted and the device was reprogrammed to aai pacing mode. Upon lead explant, a portion of the tip of the lead appeared to be missing. A new lead was not implanted at the discretion of the physician. No further adverse patient effects were reported. The date of explant was not provided.